Event description:
It was reported that the "unit was not working". There was a patient involved. The issue continued to occur "even after trouble shooting, trips to biomed and back, the issue persisted". The issue continued to occur immediately upon return from service by company. There is no patient or clinical injury however the machine was not usable for a number of "mtps and blood and other products needed to be delivered via pressure bag only". The outcome was ongoing, product was removed from service and a rapid infuser was purchased.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text:h6. Event problem and evaluation codes: updated. G1,2 email is: regulatory.responses@icumed.com. Product was not returned for evaluation and problem confirmation. Review of customer communication clarifies the issue to be slow infusion of fluid during use. The exact cause could not be determined; however, based on the reported problem, the most probable cause is air leak. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Review of customer communication clarifies the issue to be slow infusion of fluid during use.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.